Event description:
The customer reported to olympus, the colonovideoscope freezing function no longer worked. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a white foreign material was found in the air/water cylinder and tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the malfunction reported in section b5 the following findings were discovered; switch one did not work due to damage, the flexibility adjustment ring had a scratch, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had a scratch, the forceps elevator lever had a scratch, the switch box had a scratch, the bending angle in left direction did not meet the standard value due to wear of the angle wire, the image guide protector had a chip, the light guide lens had a crack, and the universal cord had coating peeling.the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.